Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. No action was taken to address the bg level since the customer was unable to load cartridge to resume insulin. The customer was unable to load a new cartridge because the cartridge alarm kept recurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.